Event description:
A 3.0mm diameter x 18 mm length ave gfx stent was deployed distal to the target lesion in the left internal mammary artery, which was grafted to the left anterior descending artery. In addition, a 3.0mm diameter x 18mm length ave gfx stent was deployed proximal to the target lesion in the left internal mammary artery. As a result, a third stent from another MFR was deployed between the ave stents covering the target lesion. There was a local area of tissue prolapse within the proximal stent that was resistant to treatment with multiple inflations with a percutaneous transluminal coronary artery balloon. Subsequently, another manufacturer's stent was placed within the ave stent to treat the prolapsed tissue. The final stent placment was successful, and there was no additional clinical sequelae reported relative to the event.